Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals, oversensing leading into inappropriate therapy on this right ventricular (rv) lead. Subsequently this rv lead was scheduled to be revised. Furthermore, the whole system was explanted due to infection. No additional adverse patient effects were reported.